Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. The hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument. The batch records were reviewed and no anomalies were noted during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the doctor was preparing to perform a thyroidectomy. It was reported that the customer attached the handpiece to the generator, took the generator off standby, tried to perform the initial test and received an error 3 handpiece error. The customer swapped the handpiece with another handpiece and the doctor completed the case with no patient consequence.